Event description:
Reportedly, the device was implanted in 2008 and explanted at about one month later due to regurgitation. Per the surgeon: the initial aortic valve replacement and mitral valve repair were due to aortic regurgitation accompanied by left ventricular dilatation and mitral regurgitation. Two weeks post-operatively, new headache, fever and sweating developed. Regurgitation of the new biologic prosthesis was identified with an abscess in the aortic-mitral continuity. Emergent surgery was performed on explant date. The above findings were verified in surgery and the patient underwent re-do of the aortic valve replacement, and replacement of the aortic annulus with pericardial patch. Per the pathologists statement: all cultures from the valvular abscess and the resected valve grew nocardia sp. Subsequently, identified as nocardia cyriacigeorgica. Blood cultures were also positive for nocardia sp. It is suggested in the statements that the patient acquired the infection during the first operation. The patient denied febrile, respiratory disease, skin disease (manifestations of nocardia infection) or other illness, other than his chronic cardiac symptoms, prior to the first operation. In the first operation, there was no evidence for endocarditis macroscopically or in pathology. A CT of the lungs and brain after the second operation and the diagnosis of nocardia sp. Endocarditis did not reveal a primary or any other focus of infection. Per the statement, the patient is not and was not immunologically compromised due to medications, hiv (tested negative), or other causes. The rabin center has asked edwards to investigate the possibility of infection acquired from the prosthetic device during the first operation. It is unk if the device can or will be returned. No additional info available.

Manufacturer narrative:
Device not returned.